Event description:
Information received with return of the device does not address the patient's clinical status but notes that at implant, the device exhibited a sensing anomaly which resulted in inappropriate mode switching at 0.5mv.